Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient is experiencing loosening.